Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, the device used to tack mesh was broken at shaft. The patient status was unknown.